Event description:
A codman disposable perforator did not stop in time and injured the pt's dura during a craniotomy. This was reported as mfg medwatch report #1226348-2004-00107. However, upon receipt of that device in 04/2004, it was realized that a second event was also being reported by the affiliate for for the same reason. That second event is the subject of this medwatch report.